Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior and interior visual inspection was performed and passed. Manual testing was performed and the speaker did not sound. The reported event of an intermittent audio output was confirmed. The root cause was determined to be a defective speaker.